Manufacturer narrative:
Reliability laboratory technician; - st jude medical (B)(4) reliability laboratory; no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 9.0cm to 9.2cm from the distal tip. The etfe coating was intact at the same location. Electrical measurements that could be performed were normal.

Event description:
This report is to advise of an event observed during analysis.